Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose at time of incident was 400 mg/dl. The customer's current blood glucose was 198 mg/dl. The customer was alleging insulin pump for under delivery. The device will not be returned for the analysis.